Manufacturer narrative:
The technician found the right side rail functions as designed. The account did not have the right side rail latched properly. The technician in-serviced the nurse on the side rail latching functions to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the right rail is broken and would like a technician for repair. No pt injury reported.